Event description:
It was reported that; the patient was found as l4-5ldr in 2015. The doctor inserted 4 6.5*45mm screws and 1 cage. One year after operation, the patient felt back pain, and x-ray showed the screw is broken. One screw'neck is broken. Doctor needs use another screw instead.

Manufacturer narrative:
Method: risk assesment. Result: the customer reported event was confirmed via correspondence with the sales representative. The device was not returned and a valid lot number was not provided therefore manufacturing history could not be reviewed. The screw fracture was identified o1.5 year after the initial surgery. The patient was revised. Conclusion: due to the device not being returned, a definite root cause cannot be determined.

Event description:
It was reported that; the patient was found as l4-5ldr in 2015. The doctor inserted 4 6.5*45mm screws and 1 cage. One year after operation, the patient felt back pain, and x-ray showed the screw is broken. One screw'neck is broken. Doctor needs use another screw instead.